Manufacturer narrative:
Per the clinic, it was also reported that the patient experienced open wound at the implant site. Subsequently, the patient underwent wound revision surgery (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient sustained a head trauma after a traffic incident on (B)(6) 2024 (specific date not reported). The patient was hospitalized (specific date and duration not reported) for treatment (type not specified) as there was a deep injury on the implant site. An internal device check up was performed on (B)(6) 2024 due to patient experienced an atypical sound percepts and decrease in hearing performance. A review of the impedance measurement history reveals open circuits on electrodes 1, 4, 5, 7, 8, 14, 16, 17, 18, 20, and 21. An atypical measurements were also noted on electrode 22. This measurement was tried with a different sound processor. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR submitted on date of awareness was filed inadvertently. The correct date of awareness is september 29, 2024. Per the clinic, the device was explanted on (B)(6) 2025, and the patient was re-implanted with a new cochlear device during the same surgery.